Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) was 200 ¿ over 1000 mg/dl with high ketones, vomiting, nausea, and backaches. Ketone levels identified as dangerous by their health care provider. Elevated bg was addressed by a bolus the pump. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released on (B)(6) 2022. Tandem technical support performed a system check on the pump and reported no issues. Ultimately, the customer reverted to an alternate method of insulin delivery.